Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient was diagnosed with stable angina. In (B)(6) 2013, the patient was hospitalized. The following day, the 95% restenosis of the previously placed stent in the proximal left anterior descending (lad) artery was treated with balloon angioplasty with the residual stenosis of 25%.

Event description:
(B)(4). It was reported that patient experienced unstable angina and in-stent restenosis. In (B)(6) 2011, patient presented due to unstable angina (braunwald classification -ib) and was referred for cardiac catheterization which revealed a 90% stenosed, de novo, ostial target lesion located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 3 mm and 30mm lesion length. The target lesion was treated with pre-dilatation using an unspecified balloon catheter and placement of a 3.00 mm x 32 mm taxus element stent resulting to 0% residual stenosis. The patient was then discharged on aspirin and clopidogrel on the same day. In (B)(6) 2013, the subject was diagnosed with angina. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized. The 95% in-stent restenosis present in the proximal lad was treated with balloon angioplasty resulting in 25% residual stenosis. Medication was given to treat this event. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Event date: (B)(6) 2013. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).